Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter was missing results from the meter memory. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that she thought the meter issue began in (B)(6) 2017. The patient manages her diabetes with an insulin pump and the reporter denied that the patient made any changes to her usual diabetes management routine in response to the allege issue. The reporter stated that because ¿the meter may not have sent results to the patients pump¿ at 12:30am on (B)(6) 2017 the patient developed symptoms of ¿cold sweat and unresponsive¿ and the reporter treated her with a glucagon injection. During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.